Manufacturer narrative:
No sample is available for evaluation. Lhr review is unable to be completed as the product information (model number and lot number) is unknown. The article references usage of proxicor for extension of the lca, and also the further reconstruction of the pulmonary artery with a pericardial patch. It is unknown whether one (1) proxicor device (assumed to be cardiac tissue repair due to indication) was used to repair both areas, or if a separate pericardial patch (proxicor for pericardial closure or competitive product) was used for the second repair. It is noted that per the instructions for use (IFU - art-20700 rev. A, IFU, proxicor for cardiac tissue repair, ous) provided with the finished proxicor for ctr device (for ous), infection, thrombosis formation and inflammation are listed within the potential complications associated with device usage. All incident/events (sepsis, thrombosis and pleural and pericardial effusion) are likely related to the patient's comorbidities as well as a major cardiac surgical procedure. Infection, thrombosis formation and inflammation are all listed as possible complications within the proxicor for cardiac tissue repair IFU. No further details are available at this time, should elutia receive any additional details related to this event, a supplemental report will be filed. All incident/events.

Event description:
As part of the post market surveillance process, publication of the article entitled "advanced echocardiography assessment in the management of alcapa syndrome: case report" by asmaa carla hagau et al in romania was reviewed and summarized as follows: anomalous origin of the left coronary artery from the pulmonary artery (alcapa) is a condition affecting infants requiring immediate surgery. This case presents a 2-month-old infant patient who underwent surgical intervention where the left coronary artery (lca) was re-implanted into the aorta using an aortic flap and a proxicor patch (model number and lot number unknown) as an extension of lca, with further reconstruction of the pulmonary artery with a pericardial patch. In the first 20 days after surgery, "infectious complications such as sepsis with klebsiella blse" was noted as well as left atrium thrombosis and pleural and pericardial effusion. Treatment was administered with heparin infusion followed by enoxaparin resulting in complete thrombus resolution. Additionally, pleural drainage and increased diuretic therapy was administered for pleural and pericardial effusion. No further detail regarding the patient's diagnosis of sepsis was indicated in the article, however article and data table reflect patient discharge at post-operative day 70. Two attempts were made to gain additional information regarding the device(s) used as well as the patient outcome with no response to date.